Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous popliteal artery with a reference diameter of 6.0. Predilatation was performed twice with two different size balloon catheters. The stent implant was placed in the intended site; however, the stent implant did not fully release from the catheter as the catheter was removed out of the anatomy, resulting in deployment in an unintended site in diseased tissue, while also covering the intended site successfully. A final angiogram confirmed that the vessel had good flow post deployment. No further treatment was performed. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy; failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a review of the historical data for similar incidents could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.